Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway. H10: g4 (expiry date - 01/2027). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the glass ampule of lidocaine during thoracentesis and paracentesis use, the top of the ampule crushed causing glass shards and contaminated the sterile tray. There was no reported patient harm.

Manufacturer narrative:
H11: the physical sample was not received by our quality team for evaluation. Three photos were provided of the tray packaging, and one photo was provided of possible user storage rack and reviewed; but the quality team was unable to make any observations regarding reported failure based on photos provided. Therefore, the failure mode could not be verified, and the root cause could not be determined. A review of the device history record for part: tpt1000 lot: 0001604817 was performed. No recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. The supplier was notified of this reported failure to raise awareness. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the glass ampule of lidocaine during thoracentesis and paracentesis use, the top of the ampule crushed causing glass shards and contaminated the sterile tray. There was no reported patient harm.